Manufacturer narrative:
This device was returned to mmdg and evaluated. During the investigation the pump operated per product specifications. No failures could be found. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "delivered air to patient." The initial reporter also stated at the time of the complaint that they had no additional information. The initial reporter stated that the patient didn't require any medical intervention and that there were no missed feeds or delays in therapy. (B)(4).